Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the ventricle post operatively. The lead was programmed off and then explanted and replaced. No patient complications have been reported as a result of this event.